Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the defibrillator exhibited post paced t-waved oversensing was noted in real time on electrogram. Programming changes were performed and oversensing was resolved.